Event description:
A customer reported that unexpected negative reactivity was obtained on the antibody screening assay on the galileo.

Manufacturer narrative:
The image result files were reviewed. Reaction strength of the pre-transfusion sample was very low and at the limit of detection for the galileo. The post-transfusion sample was very strong following exposure. No retention testing was performed with lot 221001, as the lot had expired prior to receipt of the complaint. The device history record for lot 221001 was reviewed. The expected reactivity was observed in all testing. The product performed according to specifications prior to distribution of product. The unexpected reactivity appears to be sample-related.